Event description:
It was reported that the device gave an "air in line" alarm that could not be resolved. No known adverse effects to patient.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratched len. Event history log review was performed and found evidence of reported problem. Main menu air in line (ail) sensor check and functional check were performed. The customer's reported problem was verified. During investigation the air in line (ail) sensor check failed and investigators were unable to determine the cause. Service replaced the ail sensor to correct the reported problem. The problem source of the reported problem is unknown.